Event description:
The customer reported that thermogard xp ivtm system (sn (B)(4) did not cool the glycol (coolant bath) all the way to 0.5 °c. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be submitted if and when the product is returned, and an investigation has been completed.

Event description:
During ivtm treatment, the thermogard xp ivtm system (sn (B)(6)) did not cool the glycol (coolant bath) all the way to 0.5 °c. The reporter suspected that perhaps the reported issue slowed cooling down the patient, but the customer did not provide further information. The customer used another system to complete the treatment with no issues. No consequences or impacts on the patient.

Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information. H6 (medical device problem code) was corrected based on the received additional information. H6 (health effect - clinical code) was corrected based on the received additional information. H6 (health effect - impact code) was corrected based on the received additional information.

Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (sn tgxp10781r) did not cool the glycol (coolant bath) all the way to 0.5 °c" was not confirmed based on the system's event log data, and it could not be replicated during preliminary functional testing. However, extended functional testing of the console produced multiple instances of too-low-temperature readings from the lm34 temperature probe sensors. Zoll service concluded that the customer's reported complaint was also probably caused by the malfunctioning, degraded lm34 temperature probe sensors. This issue is most likely due to the age of the device, resulting in intermittently failing components. The thermogard console was manufactured in october 2012 and is almost 11 years old, well beyond its expected service life of 5 years. During visual inspection, several damaged and missing parts were noted, unrelated to the reported complaint. The white rollers were worn out and loose, and multiple air bubbles were observed on the window display. These observed issues are likely attributed to aging and wear and tear. Further visual inspection revealed that the top cover deck had a couple of cracks, the drip pan was missing, the saline hook and the handle were detached from the back mast of the console, and the power cord insulation was broken and missing near the power plug, attributed to user mishandling. In addition, the right and front wheel casters were loose and bent, likely resulting from user mishandling or handling during transportation. There is no record of preventative maintenance (pm) being performed on this console since it was last serviced by zoll in 2016. Lack of regular maintenance could contribute to the device's deteriorating condition. All the damaged and missing parts must be replaced to address the observed issues. The system's event log showed several tcmid:05 (coolant diff failure) error messages on different dates, unrelated to the reported complaint. This suggests that the system may have experienced intermittent issues with coolant temperature stability. This thermogard console passed the initial functional test at zoll service on september 8, 2023. Although preliminary functional testing did not confirm the customer complaint that the coolant bath did not cool all the way to 0.5 °c, this console failed further functional tests for multiple too-low temperature readings of the lm34 temperature probe sensors. Service testing confirms the system has a problem with coolant temperature stability due to this system being over 10 years old, and component aging. The customer's reported complaint about insufficient cooling could also be related to the intermittent lm34 temperature sensor failures, which must be replaced to address the issue. Since there were multiple tcmid:05 errors in the event log, further testing was performed, and the console failed with tcmid:05 (coolant diff failure) error, unrelated to the reported complaint. Zoll service performed additional testing of the cooling engine, which failed two times for heating at zoll service on september 12, 2023. The console's heating element showed resistance levels out of specification, indicating an electrical leak to the chassis, caused by a failed heater, likely attributed to the age of the device. To resolve this issue, the cooling engine heater will need to be replaced. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6)..